Event description:
It was reported that the procedure was to treat the left anterior descending (lad) artery and during angioplasty a perforation was noted. The 2.8x16 mm graftmaster covered stent was attempted to be advanced but could not cross due to the anatomy. Another 2.8x19 mm graftmaster covered stent also could not cross due to the anatomy. Finally the balloon was sealed with additional balloon dilatation. There was no reported adverse patient sequela. The patient was fine and discharged. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Herefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Nana.

Event description:
Subsequent to the initially filed reports, it was reported that during advancement of the 2.8x16 mm graftmaster [captured under a separate medwatch report], the stent dislodged before the perforation. The stent was unable to be retrieved so it was crushed to the vessel by another drug eluting stent. No additional information was provided.